Event description:
It was reported that the patient presented with post-paced t-wave over-sensing with noise exhibited on the implantable cardioverter defibrillator. No intervention was performed. Patient condition was stable.